Manufacturer narrative:
1. Summary of investigation results: the investigation determined the assay performs within specifications. All non-reactive results on e801 are non-reactive on cobas e601. All reactive results on e801 are reactive on cobas e601. 2. Summary of follow-up/corrective actions taken: no follow up actions taken. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: the initial reporter complained of discrepant results for 30 patients tested with elecsys syphilis on a cobas e 801 module and a cobas 6000 e 601 module. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.